Manufacturer narrative:
The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in the needle deploying late; the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the needle did not deploy as intended and instead deployed after removing the pod from their skin. No adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.